Event description:
Event description guidant received information that this rv implantable lead displayed loss of capture at maximum outputs. The impedance was normal, however the atrial lead impedance was out-of-range. The atrial electrogram displayed low amplitude noise that did not increase or decrease with pocket manipulation.